Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a lag in transactions being sent back to epic. A technical support specialist ran a downtime query and found that all cce messages were current and checked that the date and time were correct. The tss provided customer feedback on the pyxis es outbound message polling interval from ka (configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue) and were still deciding whether wanted to make the changes and then stated that would open a new case and reference this one if they decided to move forward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when they used the bd pyxis¿ medstation¿ es tower, there was a lag in transactions being sent back to epic. The customer stated that this malfunction occurred when the user attempted to issue medication to the patient. However, no adverse events or injuries were reported as a result of this incident.